Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced frequent low glucose while using the ilet with a dexcom g7 continuous glucose monitor (cgm) sensor and inset 23" infusion set, attributed by the user to overtreating hypoglycemia reported at 51 mg/dl, overcorrecting, meal announcements leading to lows, and physical activity including workouts and travel. The user also reported less insulin resistance after several months on therapy. No adverse clinical symptoms associated with low glucose and urgent low soon alerts reported. Outcomes included user education and troubleshooting, with referral to the healthcare provider for management of activity-related lows without emergency care or hospitalization. Investigation included remote technical support and device setup review. Investigation of this case revealed no device malfunction, with user behavior and activity patterns likely contributing to the reported lows. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors and therapy optimization needs.